Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00558: nail 2, 3025141-2019-00559: nail 3, 3025141-2019-00560: nail 4.

Event description:
Biotrak helical nails were implanted in the patient. At two weeks post op, during a routine follow up, the surgeon found all of the helical nails had broken.